Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, the atrium pacing threshold elevated, sensing measurement reduced. It was also reported the patient encountered ventricular tachycardia (vt) and syncope. The patient was hospitalized for evaluation and results revealed the right atrium abnormal threshold parameter is related to the ra lead dislodge. The ra lead was explanted and replaced no patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.